Event description:
The customer reported to beckman coulter that the act diff analyzer recovered an erroneous low hemoglobin (hgb) result on a patient sample. The low hgb result was reported out of the laboratory and was questioned by the doctor because it did not match the patient's clinical profile history. As a consequence, the doctor requested the sample to be rerun on a second instrument. The customer reran the sample on an act diff 2 (alternate instrument) and higher hgb result was obtained which the doctor considered correct, as it correlated with the patient's clinical profile. There was no death, injury, or effect to patient treatment. Per the customer, only one patient sample was affected. The customer cycled a couple of patient samples after this event for troubleshooting purposes and noticed the same low hgb recovery. The customer stopped using the act diff instrument for normal operation after the hgb issue occurred. The customer reported quality control (qc) recovered within expected ranges in the morning the hgb incident occurred. The customer technical specialist (cts) indicated that the review of qc data indicated the results have been recovering on the lower limit for white blood count (wbc) and hgb.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and observed hgb was running on lower side of range. The fse found broken lyse cap (lyse s iii) causing bubbles in the lyse line. The fse replaced the cap and primed lyse which immediately increased the hgb readings. The fse ran reproducibility, adjusted calibration factors, and ran controls; all results passed. The fse also ran numerous samples on two instruments and both consistently produced similar results. Failure mode was broken cap on the act-tainer lytic reagent which caused bubbles in the reagent line and insufficient reagent delivery.